Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided in medwatch mw5082199 indicated that the consumer reported string pulled out when trying to remove. Consumer manually removed the tampon.